Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had premature battery depletion. It was also reported the patient had increased fatigue. The device was removed and replaced. No patient complications were reported as a result of this event.